Event description:
It was reported that the external pulse generator had no atrial output. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. It was noted that the upper case was cosmetically damaged, the lower case was contaminated, the ring cover was contaminated, two side bail covers were broken, the ring was bent, the keyboard pad was cosmetically damaged and the label was damaged.